Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR. Report #1627487-2016-01637; 1627487-2016-01639; 1627487-2016-01641. It was reported the patient hadn't recharged his scs system in approximately 4 years, and as a result, his scs ipg was inoperable. Surgical intervention took place on (B)(6) 2016 to explant the patient's ipg. Intra-operative testing of the patient's scs lead indicated invalid impedances were present on the patient's lead. Subsequently, the physician explanted the lead. The physician then placed a new lead. The physician was in the process of implanting a second new lead at which time epidural space conditions prevented appropriate advancement of the lead to the proper placement. During the physician's attempt to place the second lead, a wet tap occurred. Both of the leads utilized for implant in this procedure were then explanted and the procedure was abandoned. The patient did not exhibit any adverse symptoms following the procedure.